Manufacturer narrative:
This submission does not constitute a determination or admission that the device has malfunctioned or that the device was related to a death or injury. Device was discarded by user and is not available for evaluation.

Event description:
It was reported that during a vena cava filter retrieval procedure, the self-adhesive ring of the catheter was allegedly fall into the patients' tricuspid valve. It was further reported that this was possibly causing thrombosis. The current status of the patient is unknown.